Event description:
Pt reported the infusion device delivers too low amount of insulin. Pt stated blood glucose level is 250 mg/dl. Pt's normal blood glucose range was not provided. Pt reported changing the battery on (B)(6) 2011 and an infusion set tubing change. Pt stated after 5 days, the infusion device gave no vibroalarm and the battery only has 1.4 volts remaining. No further information is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.